Manufacturer narrative:
It was initially reported by the customer that the side port for the carto vizigo¿ 8.5f bi-directional guiding sheath was leaking. The sheath was replaced and the procedure was continued and subsequently completed. The customer¿s reported issue of leaking valve was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/28/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual anlaysis found the hemostatic valve dislodged inside of hub. The friction ring and brim cap remained intact. These findings were reviewed and assessed the dislodged hemostatic valve an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was inspected and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. The folded condition noted on the hemostatic valve is related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was initially reported by the customer that the side port for the carto vizigo¿ 8.5f bi-directional guiding sheath was leaking. The sheath was replaced and the procedure was continued and subsequently completed. The customer¿s reported issue of leaking valve was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/28/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual anlaysis found the hemostatic valve dislodged inside of hub. The friction ring and brim cap remained intact. These findings were reviewed and assessed the dislodged hemostatic valve an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 2/28/2020 and reassessed as MDR reportable.